Manufacturer narrative:
As reported, the patient experienced constant pain post-implantation of ventralight st mesh. It was also reported that permanent sutures are also protruding through the skin surface and catching with any arm movement. A cause for the patient's postoperative pain was not reported, as such it is unclear how much of the patient's symptoms are due to the bd device or the permanent sutures that the patient has scheduled an appointment for removal. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 419 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per medwatch report (mw5180032): "I had to have a polypropylene mesh implanted into my chest wall after having a tumor removed. Since implantation I am suffering from constant pain due to the mesh. Permanent sutures are also protruding to skin surface and catching with any arm movement." Addendum per additional information received: as reported, a ventralight st mesh was implanted on (B)(6) 2025 during a chest wall reconstruction procedure. It was reported that on (B)(6) 2026, permanent sutures that had become visible through the skin and were causing daily discomfort were removed.